Manufacturer narrative:
The insulin pump had a cracked case at a display window corner, cracked reservoir tube lip, cracked display window, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a crack on the upper right corner of the display. Troubleshooting was done. Customer's blood glucose was unk. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per hlth care provider. Customer declined to do troubleshooting for lost sensor. No further info provided.